Event description:
It was reported that when they tried to turn the ICD back on after an lvad implant it would not interrogate with the programmer. The patient was still unstable the next day and no adjustment had been made to the lvad. The hv therapy is still turned off and external ICD patches are on the patient.

Event description:
The lead was capped.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.